Event description:
It was reported that during the implant procedure, the lead could not be inserted into the ventricular port of the pulse generator. The pulse generator was no longer used and replaced with a new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the pulse generator found that the measured force to insert the associated lead into both connectors was out of specification for the product.